Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation, a pericardial effusion and a cardiac tamponade occurred. During an atrial fibrillation ablation, a versacross access solution was selected for use. First, transseptal puncture for the procedure was achieved using a versacross system (with no issues reported) and then a non-boston scientific mapping catheter was used to map the patient's left atrium. The ablation portion of the procedure was completed using a farawave pfa catheter. No complications or issues were noted during the procedure; however, after the catheters had been removed from the body and the sheath had been pulled back into the right atrium the patient's blood pressure dropped. A pericardial effusion was confirmed through transesophageal echocardiography (tee) to be surrounded right and left ventricles, and pericardiocentesis was performed. At this point, fluoroscopy revealed cardiac tamponade. The drained blood was found to be arterial blood, and the physician believes a perforation occurred in the left atrium. The patient stabilized and the procedure was then completed. It was expected the patient to fully recover. The device is not expected to be returned for analysis. There is no reason to believe that the versacross rf wire nor dilator malfunctioned during the procedure. Perforation had to have occurred at some point, likely toward the end of the case. Because blood drained from the pericardial sac was arterial, perforation could have been caused by any of the left atrial catheters or wires or transseptal puncture. The perforation was likely due to the physician pushing the bsc starter wire (rosen wire) far out the left atrial appendage during ablation when he meant to wire the left superior pulmonary vein (lspv). In the physician's opinion, the adverse event occurred either during transseptal or through the left atrial appendage, and the versacross dilator did not contribute to it.